Event description:
It was reported by the sales rep that the expressew iii w/hook device had an undetermined malfunction during a rotator cuff repair surgical procedure. During in-house engineering evaluation, it was determined that the lower jaw of the device was broken from the shaft. A pin jaw-shaft was broken and missing. The date of the event was unknown. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the product was returned to mitek for evaluation. Mitek then conducted visual inspection of the device received. Upon visual inspection, the lower jaw was broken from the shaft. A pin jaw-shaft was broken and missing. The lower jaw was returned for evaluation and no anomalies were found. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. Lot number on the device indicates this device is 10 years old. It is possible that the shear pin within the device handle has failed, eliminating the link between the jaw lever and the actuator, preventing the jaw from functioning. This shear pin is a design feature to ensure that if excess tissue is clamped, link failure occurs within the handle and will prevent loose bodies from exiting the device; as it is a reusable device, the failure may have occurred after using it in this way for many procedures and could have been damaged before use. However, given the evidence we cannot discern a definitive root cause for the reported failure. As per instructions for use, do not use if product is damaged or sterile barrier is compromised. Also, inspect the expressew iii prior to use to ensure proper mechanical function; with the jaw closed, actuate the needle deployment lever once to confirm that the needle deploys and retracts. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. UDI (B)(4).